Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric sleeve gastrectomy procedure, while on resection of stomach tissue to create the sleeve, the device stopped firing centrally. The surgeon was firing the 2 devices on thick tissue, utilizing reinforcement material, and had two staplers jam due to the thickness of the tissue. Once the reload jammed on each handle, it could not be removed easily. There was a cracking noise from the handle on each jammed. The surgeon opened a 3rd handle and completed the surgery in the normal fashion. There was no patient injury.